Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24ga x 0.75in prn slm experienced prn swelling during infusion. Product defect occurred during use. The following information was provided by the initial reporter: when the nurse sealed the tube, the rubber plug on the prn was found to swell due to the pressure generated when the tube was sealed.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305888. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a sample could not be obtained for evaluation and testing. 5 retained samples were tested using a 45 psi pressure leakage test, and all passed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. To address this issue our facility is adding pressure testing to our quality inspection checklist.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced prn swelling during infusion. Product defect occurred during use. The following information was provided by the initial reporter: when the nurse sealed the tube, the rubber plug on the prn was found to swell due to the pressure generated when the tube was sealed.